Event description:
Patient reports she was injected off-label in the "glutes" which left her buttocks looking distorted. The patient initially was told by a different doctor (unknown) that her issues were caused by superficially placed hyaluronic acid ("no pmma"). The patient subsquently relays on 03/06/25 that another provider (not the injector - dr. (B)(6)) confirmed bellafill "in the mix" and that liposuction was needed to remove the product. Patient relays continued disfigurement after liposuction.

Manufacturer narrative:
Patient reports she was injected off-label in the "glutes" which left her buttocks looking distorted. The patient initially was told by a different doctor (unknown) that her issues were caused by superficially placed hyaluronic acid ("no pmma"). The patient subsequently relays on 03/06/25 that another provider (not the injector - dr. (B)(6)) confirmed bellafill "in the mix" and that liposuction was needed to remove the product. Patient relays continued disfigurement after liposuction. Note: patient-reported medwatch mw5166847 describing the same issue was received by (B)(6) n 03/07/25. Patient added 2607-weight changes as part of the medwatch report, which had not been previously reported to tam, "...prior to this I gained weight (11 lbs) per their instructions..." B3: date of event: 06/01/24: patient reported june 2024 as approximate timeframe of injections. D6a: date of implant: (B)(6) 2024: approximate timeframe of injections. D6b: date of explant: (blank). Exact date of liposuction is unknown. D8 and d9: bellafill dermal filler syringes are single use devices and are meant to be discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." G3: date received by manufacturer: 03/06/2025: date patient relays that bellafill was "in the mix" and liposuction was needed to remove the product, as well as continued disfigurement after liposuction. Bellafill injector facility: dr. (B)(6). Injector: (B)(6). Note: the injector states they used 9 syringes of bellafill mixed with lidocaine and saline in 50 cc syringes and then transfer to multiple 20 cc syringes. They also injected hyaluronic acid to "camouflage" after the injections "while it was settling." Off-label use was discussed. The account acknowledges off-label location and off-label mixing of product. A subsequent doctor diagnosed that only superficially placed hyaluronic acid filler was causing the patient's reported deformity (" no pmma"). This doctor is uknown. Per the patient, this doctor "did not want to get involved." Current physician who diagnosed "bellafill in the mix": dr. (B)(6). Note: tam has made two attempts to contact this physician with no response at this time. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Per bellafill IFU precaution: bellafill should not be mixed with other products before implantation of the device.